Event description:
Some part broke inside the head of the toothbrush, and it stuck to the stem and now neither of them work - oral-b [device breakage] case narrative: consumer via e-mail reported that some part broke inside the oral-b toothbrush head and it stuck to the oral-b rechargeable toothbrush handle stem. Now neither of them worked. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.